Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: height: 5'10". It was reported that on: (B)(6) 2011: the patient was preoperatively diagnosed with spondylolisthesis, stenosis, radiculopathy ls-s1 and underwent the following procedures: decompressive lumbar laminectomy, foraminotomies, facetectomies bilaterally at ls-s1. Posterior lumbar interbody fusion ls-s1. Posterior lateral spinal fusion ls-s1. Pedicle screw instrumentation nonsegmental ls-s1. Use of biomechanical spacers for spinal fusion ls-s1. Spondylolisthesis reduction ls-s1. Use of local autograft taken through the same incision for spinal infusion. Use of allograft for spinal fusion. Use of bone morphogenic protein for spinal fusion. As per the operative notes: ¿...using CT guided navigation, pedicle screws were placed bilaterally at l5 and s1 using standard technique. Each screw was stimulated which showed no signs of nerve root irritation. At this point a rod was placed with minor amount of distraction. Under continued microscopic dissection, the decompressive lumbar laminectomy, foraminotomy and facetectomies were performed bilaterally at l5-s1. An area of spondylosis was encountered on right l5-s1 which was dissected. Complete central and neural foraminal decompression was performed. Using a sequential larger distraction paddles the space was distracted up to 11 mm space with signs of reduction of the spondylolisthesis with posterior forces on l5 screw. Then, under fluoroscopic guidance, cages were then packed into the disk space at l5-s1 bilaterally in order to aid in obtaining posterior lumbar interbody fusion with the use of biomechanical spacer, bone morphogenic protein and with the use of local autograft taken through the same incision for spinal fusion i.e. Bone taken during the laminectomy. Good position was seen with improvement of disk space height, as well as reduction of the spondylolisthesis. The rods were then locked up. Additional local autograft had been packed around the biomechanical spacer to aid in obtaining fusion. The wound was then irrigated with copious amounts of irrigation. At that point, the remaining local autograft taken through the same incision for spinal fusion, as well as allograft for spinal fusion, as well as remaining bone morphogenic protein was packed into the posterior lateral gutters at l5-s1 in order to aid in obtaining posterior lateral fusion at the level as well. The patient was returned to the recovery room stretcher and taking to recovery room in stable condition. ¿